Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labelling of the device.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional peripheral procedure. Reportedly, after the proglide was used, the footplate would not go down. The lever finally closed, the wire was reinserted and device removed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.